Manufacturer narrative:
The manufacturer received information from hong kong in relation to a remstar auto a-flex unit. The patient alleged that he has headache, and the eyes are dry and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, these sections: describe event or problem (b5) and reporter country have been updated.

Event description:
The manufacturer received information from hong kong in relation to a remstar auto a-flex unit. The patient alleged that he has headache, and the eyes are dry and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that he has headache, and the eyes are dry and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - the manufacturer received information in relation to a remstarauto ht hum unit. The patient alleged that he has headache, and the eyes are dry and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were no secondary findings. Device has been evaluated and box h has been updated.